Event description:
Add'l info received on 06/15/2018, for report mw5077877. This is a f/u for an event sent on (B)(6) 2018 for the above-named pt. The same event is being described in more detail below: during procedure, interventionalist selected a visi-pro 10mm x 27 mm stent and attempted to advance this over a still exchange length wire through the cook shuttle. However, the 6-french cook shuttle could not accommodate the stent. Interventionalist then removed the stent and advanced out the 6-french shuttle, which was advanced in the same fashion and positioned at the origin of the right subclavian artery over a glidewire. After this was done, interventionalist advanced again the visi-pro 10mm x 27mm balloon-mounted stent over a stiff glidewire into the right subclavian artery origin. Due to the severe stenosis and the size of the stent, interventionalist was unable to go through the stenosis to deploy the stent and decided to perform pre-stent angioplasty although the initial goal was to do angioplasty as well as stenting. The interventionalist removed the visi-pro stent once again and pulled it to the side and first advanced a 5 mm x 40 mm evercross balloon, which was advanced over the 0.035 wire and positioned across the stenotic segment and this was inflated to nominal and supranominal atmospheric pressures of 12 and then deflated and removed. After this was done, interventionalist attempted to advanced back the visi-pro; however, the stent still did not want to advance properly and on further close inspection, the stent appeared to have already started to come off the balloon proximally as well as distally. The interventionalist determined that the stent would not cross the stenosis plus it probably would not be the proper device and decided to pull back and remove it from the system. However, upon pulling back to reengage it back through the guide catheter, the stent appeared to have detached, come loose and migrated down as they pulled the guide catheter with it. Interventionalist removed the delivery system, inspected the iliac artery segments and noted that the stent was at the bifurcation of internal and external iliac arteries and further migrated and wedged at the origin of the right internal iliac artery. The stent appeared to be well situated without obstruction any flow. There was no flow limitation. However, interventionalist decided to pursue snaring it out if possible and used a 4 mm micro snare through the sheath and groin; however, the micro snare could not catch it well because it was already wedged in he internal iliac artery and was also unable to access it through the external iliac. At this point, there was no need to further pursue and remove the stent, which is situated well with no flow limitation in the internal iliac artery. Pursuing aggressive attempts could result vessel laceration on pt who is fully on blood thinners and anticoagulation and that could further worsen things. The micro snare was pulled out and sheath sutured in place.

Event description:
Pt came in for a f/u cerebral angiogram as an outpatient. There was an unsuccessful stent deployment in the right subclavian artery with subsequent migration and deployment in the right internal iliac artery after the stent detached prematurely. Attempts were made. Stent remains patent. No evidence of flow limitation to the internal iliac artery and its distal branches. The procedure was otherwise completed without complications and pt remained in stable condition.